Event description:
The physician reports performing cataract surgery with implantation of the ao60g intraocular lens. Subsequently, the original incision was enlarged. The lens was cut to remove it from the eye and replaced with a sulcus fixated intraocular lens. Additional information has been requested but not yet received. A supplemental report will be submitted to FDA if additional information is provided.

Manufacturer narrative:
The complaint lens was returned to b&l and subjected to visual examination. Results found one haptic was torn off and missing and the optic is torn from the edge to the center of the lens. The condition of the lens is consistent with lens damage associated with lenses that have been removed from the eye. (B)(4).